Event description:
Product was returned for investigation.

Manufacturer narrative:
The cetra plate (pn:19-0232 ln:e08) was returned for investigation. It was reported that 1 locking tab broke in-situ. The case was c4/6 and it was at c6 that it broke (break occurred at the caudal end). The locking tab had sheared off at the location of smallest cross-section in the design. Failure likely occurred because of ductile overload of the locking tab. The locking tab could have been subjected to overload due to screws left proud or extreme angulation . The cetra operative technique contains this note in section 10 (screw locking mechanism) - "note: confirm that all screws have been fully seated in the plate before locking." Proud screws create unintended contact and loading with the locking tab. One of the locking tabs that is broken shows contact marks with the 2 screws at that level. A review of the product DHR showed that all inspections met design specifications. A review of agile ncmr databases did not reveal any non-conformances related to this investigation.

Event description:
Information provided states that the locking mechanism on a cervical plate became dislodged. A revision surgery was performed to replace the plate and screws.